Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (unknown concentration at 309mcg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the caller, a healthcare provider (hcp), stated they came out to the patient's home to interrogate their pump and check for an issue. The hcp stated the patient has experienced increased muscle tone over the past 3 days necessitating oral baclofen. The hcp stated that the patient had found relief with prescribed oral baclofen. The manufacturer's technical services specialist (tss) confirmed that the patient had not done anything out of the ordinary in the last few days to cause increased tone. Tss also confirmed that the intrathecal dose had not been decreased recently. The hcp stated that the logs did not reflect any alarms and the programming looked as expected. The hcp was wondering if there was a way to check if the catheter is kinked via the clinician programmer. Tss discussed that methods of checking catheter patency would be checking for volume discrepancy and a dye study. Tss redirected the hcp to follow up with patient's pump managing physician.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the patient's increased muscle tone was anxiety and inadequate dosing. The hcp conducted a dye study which was normal. They increased the dose following the dye study, and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.